Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 748351, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was currently in the or getting their left side extension and ins replaced. The caller reported that the patient had a short, and the impedances were unknown, and the ins battery was dead. The caller reported they tested electrode impedance at 3v: c0: 1095 ohms c1: 1143 ohms c2: 802 ohms c3: 785 ohms the caller reported in the bipolar; 0/3: 1643 ohms 0/2: 1642 ohms 1/2: 1390 ohms 2/3: low impedance re-testes the impedance again at 3v: 1/2: low impedance 2/3: low impedance the caller reported patient will be using 1-3+. Therapy impedance: 934 ohms. There were no further complications reported.

Manufacturer narrative:
Information included was previously reported in regulatory report # 3007566237-2019-01500. Product ID: 748351, serial# (B)(4), product type: extension; product ID: 3550-68, serial# unknown, product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep was checking impedances with an alligator clip and twistlock and are seeing two different results. Normal impedances were seen on the alligator clips but a short circuit on twist lock between pair 1/2. Caller was with patient to do troubleshooting however, call got disconnected. It was suggested to remove the lead from the twist lock, remove or rotate the short stylet and then re-seat into the twist lock to try again. Results are unknown due to call being disconnected. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) revealed there is no significant anomaly with the device. Analysis of the extension (serial # (B)(4) revealed no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient had a loss of benefit so the doctor checked the ins and it was at end of service. The doctor checked the battery voltage and it was at 2.94v. The doctor said there were also impedance issues. It was reviewed that a short will pull down the battery voltage down to trigger end of service and then after end of service turns stim off the battery voltage will recover. No fall or trauma reported. The caller mentioned a dissatisfaction with the longevity. The end of service was caused by the short. It was considered a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.